Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately six years post-implantation due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, metallosis, and metal debris. Review of invoice history shows the modular head, acetabular shell, and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiffs complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a left hip revision procedure approximately six years post-implantation due to metallosis, pain, erosion of the calcar and pseudotumor formation. During the procedure, cloudy joint effusion and metal debris were noted. The acetabular cup and femoral head were removed and replaced, and an acetabular liner was also implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately six years post-implantation due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, metallosis, and metal debris. Review of invoice history shows the modular head, acetabular shell, and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Medical products - biomet bi-metric femoral stem catalog#: 192110 lot#: 260880, biomet m2a magnum taper adapter catalog#: 139252 lot#: 561580.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03209 / 03210).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately six years post-implantation due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, metallosis, and metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.